Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer states their blood glucose level was 48 mg/dl at the time of incident and customer tried to calibrate again with a blood glucose of 148 mg/dl. Customer would not like to continue troubleshooting. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The sensor will be and insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the low blood glucose level event.